Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated foreign body reaction, mesh erosion, pelvic pain, vaginal pain, dyspareunia, urinary tract infections and other injuries.